Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of organs/ perforation (fallopian tube(s)): one side perforated the fallopain tube'), device breakage ('device breakage/ migration of essure device location of device: one had broken apart and migrated to cervix'), pelvic pain ('pain/ pelvic pain'), device expulsion ('migration of essure device location of device: migrated to her cervix'), kidney infection ('kidney infections') and urinary incontinence ('bladder or urinary problems or changes : leakage') in a 25-year-old female patient who had essure (batch no. 675117) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous, dysfunctional uterine bleeding and amniotic fluid leakage. Concomitant products included desogestrel;ethinylestradiol (mircette) from october 2009 to december 2009 and medroxyprogesterone acetate (depo-provera) from december 2009 to march 2010 for contraception and ethinylestradiol;levonorgestrel (ovral) in 2012 for dysfunctional uterine bleeding. In december 2009, the patient experienced migraine ("migraines / headaches"). On (B)(6) 2009 , the patient had essure inserted. In january 2010, the patient experienced dental caries ("dental problems: more cavities") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain / loss specify which one: weight gain of 40lbs"). In october 2010, the patient experienced abdominal pain ("abdominal pain"). In december 2010, the patient experienced urinary incontinence (seriousness criterion medically significant). In july 2012, the patient experienced mood swings ("hormonal changes describe: mood swings"). In september 2012, the patient experienced amnesia ("neurological conditions or problems type: memory loss"). In december 2012, the patient experienced nausea ("nausea"). In march 2013, the patient experienced vision blurred ("vision/eye problems type: blurred vision"). In september 2013, the patient experienced vaginal discharge ("vaginal discharge"). In october 2013, the patient experienced kidney infection (seriousness criterion medically significant), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder infections"), urinary tract infection ("uti") and fungal infection ("yeast infections"). In december 2013, the patient experienced alopecia ("hair loss"). In january 2014, the patient experienced fatigue ("fatigue"). In march 2014, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"). On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required), 4 years 5 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)/ intercourse issue"), depression ("psychological or psychiatric problems condition: depression") and vaginal haemorrhage ("abnormal vaginal bleeding"). The patient was treated with surgery (bladder reconstructive surgery on (B)(6) 2014, hysterectomy with bilateral salpingectomy and hysterectomy with salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, device breakage, device expulsion, kidney infection, urinary incontinence, dental caries, dysmenorrhoea, fatigue, cystitis, urinary tract infection, fungal infection, nausea, amnesia, depression, vaginal discharge, vision blurred, weight increased, alopecia and vaginal haemorrhage outcome was unknown, the pelvic pain, mood swings, migraine, irritable bowel syndrome and abdominal pain was resolving and the dyspareunia had resolved. The reporter considered abdominal pain, alopecia, amnesia, cystitis, dental caries, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, fungal infection, irritable bowel syndrome, kidney infection, migraine, mood swings, nausea, pelvic pain, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: it was reported that five coils were seen on the right side. Insertion procedure: procedure: physician placed the essure operative port through the operative channel, then placed the first essure device and guided this op to the left fallopian tube. Physician placed the essure easily into the tube up to the level of the black line. Physician then pulled back under the thumbwheel until it stopped. Then pressed the button. Physician then slowly pulled back the thumbwheel again until it stopped. I then slowly pulled back the thumbwheel again and the device did engage and remove the itself from the insertion device. Physician then removed this and then placed & second essure through the operative port and placed up to the right fallopian tube. Physician inserted it up to the black line, pulled back on the thumbwheel until it stopped, pushed the button. Then pulled back the thumbwheel and the essure also engaged into place and removed itself from the insertion device. Five coils were seen on the right side. The procedure was then terminated. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. Hysterosalpingogram - in 2013: total bilateral occlusion.. Concerning injuries reported in this case the following one was described in patient medical records: vaginal bleeding quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-aug-2019: quality-safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of organs/ perforation (fallopian tube(s)): one side perforated the fallopain tube'), device breakage ('device breakage/ migration of essure device location of device: one had broken apart and migrated to cervix'), pelvic pain ('pain/ pelvic pain'), device expulsion ('migration of essure device location of device: migrated to her cervix'), kidney infection ('kidney infections') and urinary incontinence ('bladder or urinary problems or changes : leakage') in a 25-year-old female patient who had essure (batch no. 675117) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous, dysfunctional uterine bleeding and amniotic fluid leakage. Concomitant products included desogestrel;ethinylestradiol (mircette) from (B)(6)2009 to (B)(6)2009 and medroxyprogesterone acetate (depo-provera) from (B)(6)2009 to march 2010 for contraception and ethinylestradiol;levonorgestrel (ovral) in 2012 for dysfunctional uterine bleeding. In (B)(6)2009, the patient experienced migraine ("migraines / headaches"). On (B)(6)2009, the patient had essure inserted. In (B)(6)2010, the patient experienced dental caries ("dental problems: more cavities") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain / loss specify which one: weight gain of 40lbs"). In (B)(6)2010, the patient experienced abdominal pain ("abdominal pain"). In (B)(6) 2010, the patient experienced urinary incontinence (seriousness criterion medically significant). In (B)(6)2012, the patient experienced mood swings ("hormonal changes describe: mood swings"). In (B)(6)2012, the patient experienced amnesia ("neurological conditions or problems type: memory loss"). In (B)(6)2012, the patient experienced nausea ("nausea"). In (B)(6)2013, the patient experienced vision blurred ("vision/eye problems type: blurred vision"). In (B)(6)2013, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6)2013, the patient experienced kidney infection (seriousness criterion medically significant), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder infections"), urinary tract infection ("uti") and fungal infection ("yeast infections"). In (B)(6)2013, the patient experienced alopecia ("hair loss"). In (B)(6)2014, the patient experienced fatigue ("fatigue"). In (B)(6)2014, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"). On (B)(6)2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required), 4 years 5 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)/ intercourse issue"), depression ("psychological or psychiatric problems condition: depression") and vaginal haemorrhage ("abnormal vaginal bleeding"). The patient was treated with surgery (bladder reconstructive surgery on (B)(6)2014, hysterectomy with bilateral salpingectomy and hysterectomy with salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2014. At the time of the report, the fallopian tube perforation, device breakage, device expulsion, kidney infection, urinary incontinence, dental caries, dysmenorrhoea, fatigue, cystitis, urinary tract infection, fungal infection, nausea, amnesia, depression, vaginal discharge, vision blurred, weight increased, alopecia and vaginal haemorrhage outcome was unknown, the pelvic pain, mood swings, migraine, irritable bowel syndrome and abdominal pain was resolving and the dyspareunia had resolved. The reporter considered abdominal pain, alopecia, amnesia, cystitis, dental caries, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, fungal infection, irritable bowel syndrome, kidney infection, migraine, mood swings, nausea, pelvic pain, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: it was reported that five coils were seen on the right side. Insertion procedure: procedure: physician placed the essure operative port through the operative channel, then placed the first essure device and guided this op to the left fallopian tube. Physician placed the essure easily into the tube up to the level of the black line. Physician then pulled back under the thumbwheel until it stopped. Then pressed the button. Physician then slowly pulled back the thumbwheel again until it stopped. I then slowly pulled back the thumbwheel again and the device did engage and remove the itself from the insertion device. Physician then removed this and then placed & second essure through the operative port and placed up to the right fallopian tube. Physician inserted it up to the black line, pulled back on the thumbwheel until it stopped, pushed the button. Then pulled back the thumbwheel and the essure also engaged into place and removed itself from the insertion device. Five coils were seen on the right side. The procedure was then terminated. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. Hysterosalpingogram - in 2013: total bilateral occlusion.. Concerning injuries reported in this case the following one was described in patient medical records: vaginal bleeding most recent follow-up information incorporated above includes: on 15-aug-2019: reporter, patient demographics, medical history, concomitant drugs, laboratory data were added. Added suspect drug indication and lot number. On 17-dec-2009, she implanted essure (previously reported as jan-2010). On 05-jun-2014, she explanted essure (previously reported as jul-2013). Added events bladder or urinary problems or changes : leakage, dental problems: more cavities, device breakage, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hormonal changes describe: mood swings, infection (bladder/ urinary tract/vaginal) type: bladder infections, uti, yeast infections,kidney infections, migraines / headaches, nausea, neurological conditions or problems type: memory loss, perforation (fallopian tube(s)): one side perforated the fallopian tube, psychological or psychiatric problems condition: depression, vaginal discharge, vision/eye problems type: blurred vision , weight gain / loss specify which one: weight gain, gastrointestinal or digestive system condition type: ibs, hair loss, abdominal pain, vaginal bleeding. Updated event pain/pelvic pain (previously reported as pain), perforation of organs/ perforation (fallopian tube(s)): one side perforated the fallopain tube (previously reported as fallopian tube perforation), migration of essure device location of device: cervix (previously reported as essure micro-insert migration). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and perforation ("perforation of organs") in a female patient who had essure inserted. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure). Essure was removed in (B)(6) 2013. At the time of the report, the device dislocation and perforation outcome was unknown. The reporter considered device dislocation and perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.